Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter the catheter tip was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about a split catheter tip . The catheter was found to be split when checked before use. The complaint product was discarded and could not be recalled.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter the catheter tip was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about a split catheter tip . The catheter was found to be split when checked before use. The complaint product was discarded and could not be recalled.